Event description:
It was reported that the patient was seen in the emergency room (ER) for an alert of high impedance in the high voltage coil of the right ventricular (rv) lead. The rv high voltage coil had an increase in impedance from its normal value. The alert impedance window was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).